Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 1.9, lab: 8.5. Inratio and lab draw done within mins of each other. Therapeutic range: 2.0-3.0. (B)(6) rep calling on behalf of customer at (B)(6). Customer was using expired strips. Meter was not in correct mode when finger stick was performed. The sample was not applied immediately after finger stick.